Event description:
It was reported that during night shift on the (B)(6) 2021, the channels to the right of the pcu (channels c and d) were turning off randomly while infusing norepinephrine. There was no patient information.

Manufacturer narrative:
The lvp sn (B)(6) is no longer the reportable suspect. Pcu sn(B)(6) is the only suspect device. See MFR report # 2016493-2021-26109 for investigation results.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Patient is a child. Although requested, patient information was not provided. Device was provided with pending investigation.

Event description:
It was reported that during night shift on the (B)(6) 2021, the channels to the right of the pcu (channels c and d) were turning off randomly while infusing norepi. There is no patient information.